Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a trochanteric fixation nail-advanced (tfna) procedure on (B)(6) 2021, after drilling with the stepped reamer a small crown shaped piece of metal was seen on x-ray in the femoral head. Surgeon was unable to remove it. The procedure was delayed by twenty (20) minutes. No further information was provided. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the complaint device stepped ream (product code: 03.037.022, lot number: f-30162) was returned to cq west chester for investigation. A small portion of reamer tip was found broken and deformed. The reaming part of the device showed wear associated with usage. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Dimensional inspection: major diameter of reamer head tip was measured and found to be conforming per relevant drawing. Conclusion: the stepped reamer had been damaged during use. The embedded complaint could not be confirmed as no images or information was available to verify the condition. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part number: 03.037.022 lot number: f-30162 manufacturing site: selzach supplier: (B)(4). Release to warehouse date: 22 apr 2020 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.